Event description:
It was reported that the patient experienced swelling in her right knee after her surgery. Patient states that the swelling has decreased but the pain and discomfort has increased since her surgery. Patient also states that she feels her knee "gives away" when she walks. Surgeon is considering a revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.